Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported about the removal of the dental implant at the same day, in intraoral region #20, because of non- osseointegration. The patient presented bone type ii.